Manufacturer narrative:
Concomitant medical product: product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6),UDI#: (B)(4). B3. Date is estimated; year is valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found the recharger antenna cable insulation was torn at the donut end. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they had been having issues recharging their implantable neurostimulator (ins) over the past two weeks and it wasn¿t consistently the same. The patient stated that while charging, they would look and see the green flashing light with excellent charging quality, but then they would notice that the ins wasn¿t charging. Sometimes they would see 95% or 99% but other times they would see 0%. The patient mentioned that they would be able to get the ins charged to 100% sometimes, but it would also take over an hour. When looking at the controller, they would see that the battery percentage was 70% for both the controller and ins, but then it would stop charging and flashing and show that it was finished. The patient also reported that the recharger would get hot on both the antenna and recharger box. Additionally, the controller would lock up. The repair department was contacted and a replacement controller and recharger were requested. It was further reported on (B)(6) 2019 by the patient via manufacturer representative that they were unable to pair or charge the ins. The patient received their replacement external devices but was stuck on the set up screen and could not advance further. It was reviewed how to disable and re-enable the ins, as well as passive recharge. Afterwards, the settings were back to normal and the issue was resolved. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.